Event description:
(B)(4) distributor reports via e-mail; customer reported that the sterilized package of the handifil straw was open. No pt involvement.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.